Manufacturer narrative:
Concomitant medical products: 6947m-55 lead, implanted: (B)(6) 2017; 5076-52 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.